Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to correct the reported problem. The system was verified and ready for use. Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed but the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, clinical sales representative (csr) contacted isi technical service engineer (tse) and reported that the monopolar power was not working. Prior to calling, the customer swapped erbe port, instruments, and power cords and still no monopolar power. Bipolar energy was working fine. Tse had the customer power cycle the erbe, and issue remains. Tse could see energy setting via artemis. The customer had connected a force triad but encountered a message on screen that the generator was not approved even though it was. Tse had them check the connection and on the pmed it was red not blue. Tse had them check the part number of the connection cord and it was the wrong part number. It was for the si and not the xi. Caller called back and reported the system was currently in a procedure with the force triad connected. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi followed up with the initial reporter and obtained the following additional information: the issue identified during procedure. Ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system. The system did initially power on without errors. Generator was exchanged for force triad which surgeon did not think was providing the energy he wanted ¿ so converted to lap. The procedure performed by the surgeon was hysterectomy. Unable confirm surgical date and time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the procedure conversion did not result in increasing port size incision or adding additional ports. The patient did tolerate the change. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.